Event description:
It was reported to philips that battery b is faulty. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl device indicating that battery b is faulty. Based on the available information, the device's battery has surpassed its service life and no longer has the capacity to store power. Additionally, the hospital has procured batteries from a third-party supplier and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(4), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6)2013. All options associated with this defibrillator were discontinued as of (B)(6)2013. The end of support date for the device is (B)(6)2018. The customer was aware of the end-of-life terms and the device remains at the customer site. Based on the information available and the testing conducted, the reported issue was due to the device's battery exceeding its service life. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device's battery has surpassed its service life and no longer has the capacity to store power. Additionally, the hospital has procured batteries from a third-party supplier. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.